Manufacturer narrative:
(B) (4). The ge service rep tested the image processor function and all passed. He reseated the boards in the workstation and verified the backplane fuse seating. The system operates as intended.

Manufacturer narrative:
(B) (4). The ge service rep tested the image processor function and all passed. He reseated the boards in the workstation and verified the backplane fuse seating. The system operates as intended.

Event description:
The customer reported that the system displayed poor image quality and was unable to select the subtraction. He completed the case with another system. No pt injury was reported.